Event description:
Prior to a scheduled appointment on 5/15, the pt's blood glucose on pt's meter was in the 130-150 mg/dl range. The clinic's meter (elite) results were reported as "high." Pt was treated with insulin. On 5/16, pt returned to the clinic feeling sick (lethargy, vomiting, 2+ ketones). Pt was sent to the emergency room where pt's blood glucose was reportedly 575 mg/dl. The pt was admitted and treated for diabetic ketoacidosis. The meter was not cleaned properly. The test strip holder was not removed for cleaning of the optics. Quality control tests are not performed.